Event description:
It was reported that the user experienced rapid depletion of insulin from the cartridge after a full supply change with a 23-inch, 6 mm infusion set, and required pliers to twist the luer connector while attempting to rewind in the ilet chamber; no insulin leakage was observed at the cartridge, connector, or ilet, and no alerts or alarms occurred. Symptoms included hyperglycemia with continuous glucose readings indicating high values for approximately 4 to 5 hours, without ketone testing, back-up therapy, or medical intervention. Outcomes included temporary hyperglycemia without hospitalization or other clinical sequelae. Investigation included troubleshooting and education with a complete supply change, and collection of cartridge and luer connector lot information. Investigation of this case revealed an unclear cause of hyperglycemia with suspected delivery interruption or connection difficulty associated with the luer interface, though no external leak was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.